Event description:
Facial swelling, lip split at injection site, broken capillaries, (erythema). Report received on 29-sep-2006 from a nurse injector who is also the patient's daughter, regarding a female patient, who has a history of allergy to aspirin, and was taking blood pressure medication concomitantly. The patient received injections of hylaform plus three days before, to the upper and lower vermillion borders and the body of the upper lip; she was treated concomitantly with lidocaine dental block. Immediately following the injections, the patient developed severe swelling of the right side of the upper lip extending up into the cheek area. She was treated with ice packs and oral benadryl and was sent to her primary care physician. During the afternoon and evening of following day, the symptoms progressed to total facial swelling from the periorbital area, down the neck and extending to the ears. The patients lips split and she developed "broken capillaries" in her face. She went to the emergency room and was treated with benadryl and oral prednisone 60 mg. By the next day, the symptoms had started to recede. The nurse injector and the physician "question whether the lidocaine may have caused the reaction". No further information was provided. Qa investigation results: production and quality control documentation for lot#w0408 were reviewed. The investigation showed that the product met specifications at release and no associated non-conformances were noted.